Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during multiple procedures, the phacoemulsification handpiece stopped working. The tips were replaced, but the issue remained. Subsequently, the handpiece was switched out to complete each case. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found a tear in the handpiece strain relief. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications per manufacturing test procedure (mtp). Testing found the handpiece to meet company specifications per mtp. Therefore, the customer reported event was not able to be confirmed. Unrelated to the reported event, the handpiece strain relief was found to have a tear. It remains inconclusive how this cosmetic nonconformity occurred. The phaco handpiece was manufactured on december 19, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).